Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination of the sample did not reveal any abnormalities. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The luer lock was attached to a female luer and tightened until activated. The luer lock could be disconnected without any difficulties. It is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature on disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. Also if the luer lock is over tightened after activation, it exceeds the force needed to remove the set with the self ejecting feature. Since the condition could not be confirmed, the root cause of this condition could not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set with 3-way y-site, vented drip chamber and rotating luer-lock that was difficult to remove. According to the reporter, when disconnecting the set, the male luer stays fixed in the female luer of the catheter. The nurse reported that she had to use a hook (iron clam) to disconnect it, or disconnect the whole circuit. Reportedly, in some cases it is impossible to separate the luer from the catheter, and the whole luer lock system broke. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.